Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder had white foreign material due to insufficient reprocessing. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, the evaluation found: the grip, switch box, and scope connector cover had a scratch; the forceps channel port had a dent; suction cylinder had no color; label on suction connector was damaged; distal end had discoloration; light guide lens had a crack; connecting tube had coating peeling; adhesive around light guide lens had a crack; adhesive around objective lens had discoloration; and universal cord had coating peeling. Due to annual inspection, parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue points was not confirmed. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The reported event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.